Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated for the peritonitis with fortum (100 mg, twice a day, intravenously (IV)), colistin (300000 iu, three times a day, IV) and targocid (200 mg, once a day, IV) injections. At the time of this report, dianeal and extraneal therapies were ongoing and the pt was recovering from the peritonitis. Additional information was requested but is not available.